Manufacturer narrative:
(B)(4). Insulin pump failed displacement test. The motor was able to rewind, but it was not able to load and extend itself whatsoever. The unit would frequently give off an insulin flow block alarm. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The motor gearbox was not jammed. The problem seems to be isolated to the electronics.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm after rewind process. Piston in the insulin pump was not moving up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.